Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 130, 60 times since 1 a.m. The displacement test passed. Customer's blood glucose level was 184 mg/dl. Crystallization appeared in the tubing. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump passed the self-test. No unexpected pump error 35, 37-40, 42-43, 79-80, 82 and 130 noted during testing. The motor was visual inspected, no moisture damage or contamination noted. No loose or disconnected motor flex connector noted on j5 at the printed circuit board assembly; the motor may have an intermittent failure that was not detected during testing. The insulin pump was received with scratched case.